Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a monarc sling system "with the intention of treating her for stress urinary incontinence and/or pelvic organ prolapse". It wa alleged that the plaintiff "suffered serious bodily injuries including pain, discomfort, pressure, swelling, difficulty voiding urine, continue incontinence, discharge, scarring, infection, odor", "bleeding", "has experienced significant mental and physical pain and suffering", "has sustained permanent injury", and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.